Event description:
It was reported that when attempting to input patient data the software loads, but never finishes loading and no information can be input to the device. No additional relevant information has been received to-date.

Event description:
It was reported that the physician was unable to program the patient"s device because the programming system was damaged. The physician was unsure how the equipment became damaged. Further follow-up revealed that the programming system has not been functioning for a long time. The physician"s office indicated that they would like the device be repaired or replaced. Troubleshooting by a company representative is planned. No additional relevant information has been received to date.